Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient felt like something was stabbing her at the insertion site and had pain which prompted her to go to the emergency department (ed). In the ed, the physician administered the patient a shot of toradol (ketorolac) medication for pain and advised her to remove the wearable. Upon sensor removal, the patient stated the sensor wire was missing from the sensor pod and remained in the skin. The physician declined to remove the wire and advised to allow wire to make its own way out to the surface of the skin on its own. She was discharged home on the same day with no further medical intervention. At the time of the report the patient still had pain at the insertion site and was without a sensor. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.